Manufacturer narrative:
Remains implanted.

Event description:
A physician reported that an ozark three level plate backed-out approximately four weeks after implantation. Revision surgery is not planned at this time.

Event description:
A physician reported that an ozark three level plate backed-out approximately four weeks after implantation. Revision surgery is not planned at this time.

Manufacturer narrative:
Visual inspection: x-ray image was inspected and found that the caudal-most screw(s) were backing out of the plate. Back-out indicates that the dual screw cover had fractured off but the screw cover was unable to be identified in the x-ray image. Loosening of the plate is confirmed but the original cause of plate loosening is screw cover fracture. Investigation will be performed for a post-operative screw cover fracture. Functional inspection, dimensional inspection, and material analysis could not be performed since the device was never returned for investigation. Review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained since the device associated with this event was not returned. Based off the ozark guide & view surgical technique, the correct plate and screw lengths are selected to best fit the application. The appropriate plate size can be determined by placing the distal tips of the caliper on the vertebral bodies at the anticipated overall plate length. The appropriate plate size is the closest to the indicated length for the number of levels being fused. The proper plate size should not extend over the adjacent disc spaces. Plate sizes are available for procedures ranging from 1-5 levels. Loosening of the plate is confirmed but the original cause of plate loosening is screw cover fracture. Investigation was performed for a post-operative screw cover fracture. A root cause for the reported issue could not be determined since insufficient information was available for the investigation.